Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the ins recharger (insr) was not charging the implant properly, further explaining that the patient would spend a couple hours charging the ins, but it was still showing 6-8 dots, and they were referring to the coupling boxes on the bottom of the screen. Caller noted that they guess they charge every other day , and they had never seen 100% for the ins battery level. It was noted that they had been having this problem for a long time. Coupling boxes, battery progression and the insr recharging screens were reviewed with the caller. Caller noted that they would spend an hour or two charging but they never see a full battery. It was stated that the managing doctor told them to call and get a replacement because the health care professional (hcp) ran the report on the charging activity , and they said the issue was the insr. No out of box failure was reported. There was no reported medical/therapy problems related to the small part components product. No patient symptoms were reported. A replacement insr was sent to the patient. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the replacement of the recharger resolved the implant charging issues. The patient¿s weight at the time of the event was (B)(6) pounds. No patient symptoms or further complications were anticipated.